Event description:
Philips received a complaint by the customer on the v60 indicating that a 111a "24 v supply failed" error code occurred during inspection. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the power supply and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number (B)(6).